Event description:
It was reported that the reservoir of a two day infusor ruptured. This occurred at the beginning of filling with 10 mg of morphine in normal saline for a total volume of 100 ml. Approximately 10 ml of solution leaked into the housing of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection on the unit noted a ruptured bladder; the reported condition was verified. Microscopic inspection revealed markings on the interior surface of the bladder that were observed near the rupture line; however the cause could not be determined. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.